Manufacturer narrative:
A getinge field service engineer (fse) found customer initially reported a helium leak and blank screen.calling customer revealed the customer was unaware how to power the device on/off, leading them to believe the unit had booted up. When plugged in (they heard the fans) and the screen did not turn on. After instructing on the boot up process, the screen functioned normally.the helium leak was found to be due to no helium washer on the device.the customer cancelled the on-site service request upon the discovery of the root of their issues.

Event description:
N/a

Manufacturer narrative:
A supplemental will be submitted on completion of investigation.

Event description:
It was reported that before use, during inspection, the cs300 intra-aortic balloon pump (iabp) had a helium leak and the screen was dead/it had a blank screen. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.